Event description:
It was reported that while using bd vacutainer® sst¿, the stopper of one tube had defective molding and could not be removed causing the sampling cannula to bend. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. The photos were reviewed, and the indicated failure mode was observed as the photos showed a stopper that had been cut/chopped causing it to be deformed. Additionally, 30 retain samples were visually inspected. 0 out of the 30 samples failed. Based on a review of the device history record all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode defective stopper molding. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that while using bd vacutainer® sst¿, the stopper of one tube had defective molding and could not be removed causing the sampling cannula to bend. No adverse impact was reported regarding the patient or user.